Manufacturer narrative:
Manufacturer's report date: 12/24/2014. (B)(4). The affected product has been received and the evaluation os pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the base of the tubing while administering blood to a pt. Blood was noted around the pt and tubing. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.